Event description:
It was reported via repair work order that the power cord power prongs were bent. It was also reported that the nurse call communication cord was damaged with bent pins on the connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.